Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia etep surgical procedure, an intuitive surgical, inc. (Isi) customer sales representative (csr) called in to report that the or staff faced an error c-34 when using monopolar. Caller stated that even changing the mode did not help. Caller stated that they had a generator in reserve and they will use it. The procedure was completed with no reported injury.